Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B2 outcomes attributed to adverse event- additional. B5 describe event or problem - additional. G3 date received by mfg - correction. H1 type of reportable event- correction. H2 correction/additional information. H6 health effect impact code - correction. H6 health effect clinical code - correction. H6 type of investigation - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. On 10/22/2025, it was reported that the patient¿s spouse reported that the patient developed soreness, redness, and inflammation/swelling at the needle puncture site and they decided to remove the sensor early. They disinfected the site with alcohol. On (B)(6) 2025, the symptoms worsen and spread beyond the patch perimeter which prompted them to go to an urgent care clinic. The attending physician advised him to undergo an x-ray which showed no sensor wire was retained under the skin. The patient was given a prescription for a 10-days course of oral antibiotics (doxycycline, dosage not specified) to treat the symptoms. At the time of the report, the symptoms subsided after treatment, and the patient was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.